Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that when interrogating this device at a follow up it was noted the device was in safety mode. Technical services (ts) explained that the device needed to be replaced. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis completion this investigation will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Event description:
It was reported that when interrogating this device at a follow up it was noted the device was in safety mode. Technical services (ts) explained that the device needed to be replaced. The device was explanted and was returned. No additional adverse patient effects were reported.